Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the patient was having surgery on the left eye.

Manufacturer narrative:
The device with the lens was returned in inside a plastic draw string bag in the carton. The device was evaluated and the reported hair was not observed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is at the trailing optic edge. The lens is advanced to the fill line. The trailing haptic is folded in on the optic. The leading haptic is extended. No hair was observed "on the implant" inside the device nozzle. A loose fiber was observed on the outside of the device. The origin of the observed loose fiber cannot be determined because the device was used and returned loose in a plastic bag which is static inducing by nature. Product history records were reviewed and the documentation indicated the product met release criteria. A root cause could not be determined for the report of "hair on implant". No hair was observed in the device or on the lens, which was advanced to the fill line. A loose fiber was observed on the outside of the device. It is unknown if this fiber may have been interpreted as a "hair". The origin of the observed loose fiber cannot be determined because the device was used and returned loose in a plastic bag, which is static inducing by nature. All products are 100% inspected for cosmetic attributes and a hair in or on the device would not have met alcon¿s release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a hair was found on an intraocular lens (iol). The timing of the event and patient impact are unknown. Additional information has been requested.